Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 130 alarm found on 11/04/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 130 alarm on sep 09, 2021 at 07:08, 19:42, sep 17, 2021 at 03:42, 08:03, 11:17, sep 19, 2021 at 13:43, 15:31, sep 26, 2021 at 10:17, 10:31, 10:34, 10:51, oct 01, 2021 at 17: 21, oct 02, 2021 at 17: 56, oct 18, 2021 at 13:53, oct 19, 2021 at 11:42, 12:21, oct 22, 2021 at 19:08, oct 23, 2021 at 07: 23, oct 24, 2021 at 14:28, oct 27, 2021 at 13:40, oct 31, 2021 at 17:04, and nov 4, 2021 at 18:17 in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin pump passed required testing. Customer alleged for pump error 130 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had insulin pump error alarm. No harm and medical intervention were required. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.